Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display and failed battery test alarm. The customer blood glucose level was over 300 mg/dl at the time of incident. The customer also report the blood glucose was 200 mg/dl. Customer was performed the self test and passed. Customer states the contacts on the battery cap are not missing or damaged. Troubleshooting was performed. The product will not be returned for analysis.